Event description:
It was reported that the insulin pump does not rewind and prime either. Customer is blind and her husband is in the intensive care unit and trying to help her. It was stated that the insulin pump shows an open circle and low reservoir in the status screen. The nurse was also assisting them and was able to get the insulin pump to rewind and prime. It was stated that the infusion set did not insert properly. Customer was advised to start the process again. Blood glucose value is 157 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.